Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Event description:
The following information was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and dianeal unknown therapies. During a call to baxter customer service, the following was reported. On an unreported date, the patient did not wear a mask/did not clean the exchange area before staring pd, which resulted in peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event of peritonitis. The outcome for the events of did not wear a mask/did not clean the exchange area before starting pd was not reported. Dianeal therapy was ongoing. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11g25082, and h11g08047. No exceptions were observed that were related to the reported condition. The cause of the use error which resulted in the peritonitis is confirmed, because it was reported that there was a breach in aseptic technique as stated by the patient didn't wear a mask and clean the area before starting therapy. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.